Manufacturer narrative:
H3: product analysis of the device was updated and results concluded that the device had power management board failure. H6: previously applied code of fdr c19 and fdc d14 is no longer applicable. Previously applied additional code of img g02030 is no longer applicable. Previously applied additional code of g02005 is applicable for both the devices of console and patient interface. H6: code of fdc d20 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6) . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4), connector cable with product ID: nim4cpb2, serial/lot: unknown and muting probe with product ID: 8220325, serial/lot: unknown. H3: product analysis concluded that there was no fault with both the devices. Additional code of img g02005 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6). Medical safety team has reviewed the event and its severity are known and labeled per nim vital pra 10834094doc, and nim vital IFU m 987224a001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during parotid tumor surgery, a 4-channel facial nerve monitor was used. The responses were good until partway through the surgery, but when operating in the ch4 region, a warning to "check the electrodes" appeared simultaneously for ch1 to ch3. At this point, the main trunk of the facial nerve (before it branches) was stimulated, but there was no response in ch1 (forehead), ch2 (upper eyelid), and ch3 (near the upper lip); only ch4 (near the lower lip) showed a response. Visual confirmation of facial muscle movement showed that only the lower lip moved. When the peripheral side after branching of the facial nerve was stimulated, ch1 to ch3 showed weak responses, with some muscle movement. Although ch4 was the area being operated on, the issue occurred with ch1 to ch3, which was confusing. Upon reflection, it seems that the facial nerve trunk may have been damaged by the assistant's retraction (as the entire parotid gland was being pulled), rather than an actual nerve transection. When spontaneous nerve discharges are heard, it suggests that the nerve is not being handled gently enough, but this did not occur during the procedure. Rebooted the system and replaced the needle electrodes for ch1 to ch3 with new ones, but the results remained the same. Post-operatively, all regions corresponding to ch1 to ch4 showed incomplete paralysis, with somewhat weakened movement. The weakest movement was in the lower lip, corresponding to ch4. This discrepancy between the nim responses and the degree of post-operative paralysis, especially with ch1 to ch3 showing no response on the nim yet mild paralysis, was puzzling.